Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implant, a cardiac perforation occurred due to an atrial lead dislodgement. The suspected cause of the dislodgement was due to the patient making sudden movements after the procedure. The patient was immediately moved to the cardiac surgery unit and the right atrium was operated on to resolve the perforation. The lead remains implanted with optimal electrical values. The patient is now stable and monitored in the hospital.